Event description:
This product was used during breast reconstruction immediately after mastectomy on (B) (6) 2010. The surgical wound would not heal, the surgeon indicated that during the revised breast construction on (B) (6) 2010, she noticed the product was getting mushy and losing its integrity. On (B) (6) 2010, pseudomonas aeruginosa was detected in the seroma. On (B) (6) 2010, hickman catheter inserted and 9 weeks of antibiotic infusion therapy was required. On (B) (6) 2010, reconstruction had to be removed. Surgeon indicated product had liquified turning into a slime like consistency. Tobramycin by infusion required, started (B) (6) 2010. Continued for 9 weeks... For infection. Dates of use: (B) (6) 2009-- (B) (6) 2010. Diagnosis or reason for use: breast reconstruction.